Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure due to normal eri. During procedure, the right ventricular (rv) lead was fractured and stuck in the header of the device even after the screw was completely unscrewed. The lead was cut below the fracture point. It was stated that the lead damage occurred during the removal of the lead from header fracturing the lead from the connector pin exposing an inner wire to pace unipolar. The connector pin remained in the header. The patient was stable before, during and after the procedure and was discharged the next day without any complications.

Manufacturer narrative:
The reported event were lead stuck in header and lead was fractured. The reported event of lead stuck within the device header was confirmed and lead fracture was not confirmed. A connector portion of partial lead measuring 5.6cm was returned in one piece for analysis inside the device header. The lead was removed from header and further analysis was unable to be performed due to the received condition of the lead. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.